Event description:
Failed medical device. Implanted 6/90; two upper jaw implants which were causing generalized malaise; visual pus around one and discomfort upon biting down; explanted 9/96. Severe bone loss. Severe illness for approx 6 weeks after explanted; after healing severe discomfort from bone loss as they were adjacent. Rptr claims to have been injured by MFR and medical devices that were all inserted without her informed consent. She feels she has been used as a guinea pig with federal research and educational grants and she needs surgical treatment for the multiple injuries she has received from the experiments with the investigational devices and products. She has spent approx $53,000 on her jaws from the products and injuries. Per rptr the MFR has refused to abide by gmp requirements and has fought her with a staff of six attys for hears. Her health is deteriorating from lack of medical treatment to attempt to correct her injuries from the experiments. It is her understanding that she should be sent to a medical dr to receive the treatment she needs under the terms of the federal research and education grants.